Event description:
Patient intubated for pneumonia. A bite block was placed coincident with ett placement. Two weeks afterward a persistent leak was noted which could not be resolved with reinflation of the ett cuff and only 3 cc of air could be inflated at any time. The patient experienced oxygen desaturation intermittently but no other sequelae. The patient was scheduled for tracheostomy because of prolonged intubation. It was assumed that the ett cuff was malfunctioning. At tracheostomy, the ett was removed revealing obstruction by the bite block of the soft plastic tubing between the pilot balloon and the ett cuff. This occurred with usual placement of this combination of the ett and bite block. This caused difficulty fully inflating and deflating the ett cuff with resultant incomplete seal of the cuff with the trachea and an air leak as well as an incompletely deflated ett cuff upon extubation.